Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Rupture: observed an opening assessed as unidentified (tear) opening. Shell thickness within specification. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, b5, b6, d9, e1, h3, h4, h6.

Event description:
Patient reported about planning explant surgery of implant recalled due to cases of lymphoma. Physician later reported right side pain, hardening, capsular contracture baker grade ii and rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hardening, rupture and capsular contracture, baker grade ii. Photo analysis: visual analysis of the photographs identified: ¿ anxiety-product/ procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported about planning explantation surgery of implant recalled due to cases of lymphoma. Physician later reported pain. Hardening, capsular contracture baker grade ii and rupture. The device has been explanted. This record related to right side device.